Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced loss of stimulation due to lead migration. The physician repositioned the lead and the patient was doing well after programming.